Event description:
Diagnsotic cath with decision for intervention, plan was rotational atherectomy following stenting. Rotablator got stuck, tip and wire broke off. Vessel was occluded. Emergency CABG.